Manufacturer narrative:
Corrected data: h6 (health effect - clinical code).

Manufacturer narrative:
Lundblad, h., karlsson-thur, c., maguire, g.q. Et al. Can na18f pet/CT bone scans help when deciding if early intervention is needed in patients being treated with a tsf attached to the tibia: insights from 41 patients. Eur j orthop surg traumatol 31, 349¿364 (2021). Https://doi.org/10.1007/s00590-020-02776-2 h10: internal reference number: case (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "can na18f pet/CT bone scans help when deciding if early intervention is needed in patients being treated with a tsf attached to the tibia: insights from 41 patients", 1 (one) patient sustained an open distal tibia fracture with bone loss after a firework blast injury. The injury was revised and treated in a vacuum dressing until definitive surgery 9 days (february 2, 2017) later with a free gracilis flap, proximal corticotomy for bone transport and application of a taylo spatial frame. Four months later on june 1, 2017 the docking site was refreshed and grafted with autologous bone. Due to pin infections the patient was taken to or again one month later to exchange some of the pins that had been removed in clinic. Thirteen months after the injury the frame was removed on march 8, 2018. Apart from some stiffness of the achilles tendon, the patient is now walking and running without pain. No further information is available.